Manufacturer narrative:
Philips service replaced the pdu fantray and dcps and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray not possible due to pdu fantray and dcps failure on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.